Event description:
I never knew I had an allergy to iodine, but yes it has been included in my medical profile. I had a hole bore into my right leg from smith & nephew iodosorb cadexomer iodine gel dressing. I was an inpatient at the (B)(6) hospital when this occurred and once discharged, I was and have been an outpatient of (B)(6) wound care. It has taken me a year to get my wound to look halfway decent! I was scheduled for aquatic therapy but could not go due to the treatment ongoing with my wound. No test was of this event as it was plain to see.